Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on an unspecified, the patient¿s blood glucose (bg) was at 423 mg/dl with symptoms of dehydration. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy without any recent adjustments to the pump settings. The reporter alleged that the pump alerted for loss of prime multiple times. The reporter was able to completed prime step with cartridge changes. No sudden change in force or temperature was noted and the cartridge cap was secured properly. Review of cartridge use techniques indicated that the instruction for use was followed. This complaint is being reported because the patient experienced severe hyperglycemia related to a loss of prime issue with the cartridge of unknown causes.